Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient could not transmit remotely due to an electrical reset of the device. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.